Event description:
During surgery using gamma3, the surgeon measured the screw (cat#1890-5053s, lot#k422349) before use as a routine, then according to him, it was found that the screw has the length of 33mm to 33.5mm whereas it should be 35mm long. Thus, he picked another screw (cat#1890-5053s, lot#k397907) and measured, then it was also 33mm to 33.5mm long although it should be 35mm long. There was no more spare screw of the same size and 40mm screw was available however it was too long for the pt's bone. Therefore, the surgeon used the screw secondly picked (cat#1890-5053s, lot#k397907). After the surgery, the sales rep. Measured the screw and he found the same.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.